Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 the following findings: during investigation, the pump booted to the verified screen with audible and vibrate . All keys including bolus button was unresponsive due to internal moisture damage found internal on the keypad flex connector and surrounding components. A leak test failed at battery compartment and cover crack between display lens and case seal . Leak also failed at battery compartment t crack. Due to unresponsive keys tested steps 13,21,and 35 could not be completed. According to the black box data the pump alarmed replace battery on (B)(6). Pump use was not resumed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 31-may-2019, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.